Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had high blood glucose. The customer's high blood glucose level was around 300mg/dl to 400 mg/dl. The customer treated their high blood glucose with a bolus from the insulin pump. The customer was also administered with a lot of water and had exercised. The sensor had a bent cannula. The customer's father declined troubleshooting for the high blood glucose. The customer will not return the device for analysis.